Event description:
Pt with severe ischemic cardiomyopathy received a thortec lvad as an interim intervention while awaiting heart transplantation. Following placement of the lvad cardiac status slowly improved. Pt was able to get out of bed and started to ambulate with assistance. On the morning of event date pt was found in bed unresponsive, while hemodynamically stable. Neurological exam revealed bilateral pupils minimally reactive to light. Emergent CT scan of the head showed blood in brainstem and in temporoparietal lobe with intravascular extension. Neurology and general surgery evaluation deemed this a non-survivable brain injury. In accord with the family wishes full support was discontinued and the pt expired at 12:25 pm the next day. Autopsy performed 11/14/01 identified multifocal cerebral hemorrhages as the cause of death. A recent further review of the microscopic slides from this case by the director of autopsy service identified acute transmural rupture of lv side vad bioprothesis, extensive infiltration of the muscular & elastic portion of the bioprosthesis by yeast which is seen with gms stain infiltrating the elastic arterial wall of the bioprosthesis along the rupture site. This is the only site of yeast infection noted at post mortem exam. Exam concluded that the rupture was due to structural weakening secondary to yeast infection. No systemic inflammatory response to the yeast infection was present concluding the yeast infection of the bioprosthesis was present in the device prior to its clinical use.